Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple shocks for dual ventricular tachycardia (vt)/atrial tachyarrhythmia and that the discriminator failed to work for the in some way. The device was reprogrammed and the device remains in use. No further patient com plications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory had an observation relating to the at/af detection. If information is provided in the future, a supplemental report will be issued.